Event description:
It was reported that a cartridge change error occurred. Customer service instructed the caller to inspect and replace the cartridge, but the problem persisted even after using a new cartridge. As a result, it was decided to replace the pump, which was confirmed to be under warranty. The customer declined additional cartridges and opted to use multiple daily injections as a backup therapy. Customer service also confirmed the shipping address and guided the caller to put the pump into storage mode before returning it.